Event description:
It was reported the unit was leaking oil from the gatch cylinder. No adverse consequences reported.

Manufacturer narrative:
The user facility ordered the replacement part and repaired the unit prior to evaluation by stryker.